Manufacturer narrative:
(B)(4). This report was previously submitted erroneously on november 13, 2023, under manufacturing report number 0001822565-2023-03162. Multiple MDR reports were filed for this event, please see associated reports: 001822565-2023-03161, 001822565-2023-03163, 0002649820-2023-00322, 001822565-2023-03827, and 001822565-2023-03828. D10 medical devices: articular surface size ef 12 mm height catalog#: 00596205112 lot#: 62150065 femoral component option size f right catalog#: 00599601652 lot#: 62482443 all poly patella standard cemented size 38 mm diameter 9.5 mm thickness catalog#: 00597206538 lot#: 62425602 palacos r 1x40 single catalog#: 00111214001 lot#: 77864368 palacos rg 1x40 single catalog#: 00111314001 lot#: 76404338. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right total knee arthroplasty. Approximately eight years later, patient started having pain, popping, weakness, swelling, stiffness, instability, and locking/catching. X-ray indicated some lucency of the tibial component. No treatment occurred at this time. Two months later, the patient reported the knee sticking, and that they had fallen due to the knee giving out when twisting and pivoting. Upon exam the knee had an audible clunk when flexed. CT and bone scans continued to indicate minimal radiolucency between the tibial tray and cement. No revision procedure has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ambulates well without assistive device, x-ray: good position and stable without complications, pain, popping, instability, weakness, locking/catching, swelling, stiffness, minimal lucency on ap view, possible failed right tka on the basis of loosening vs structural damage to the poly, stem component of the tibial component is normal, as is the femoral component, alignment is anatomic, no evidence of fracture, patient has fallen and ambulates with a cane, patient feels a "shift and clunk¿. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The patient reported falling. However, with the information provided, it is unknown the cause of the fall. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.